Event description:
It was reported that when using the bd pyxis¿ es server, when nurses entered their ID and password, machine had displayed an error as unable to authenticate. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new nurses cannot be able to access the pyxis machine. The technical support specialist (tss) changed the structured query language maximum server memory from 2 gigabytes to 4gigabytes and speed duplex to both devices per the knowledge article "change speed & duplex on rss command shell". The product support engineer also applied a knowledge article "es user authentication - port 11998 with 443 over tls 1.2" as the crl showed ldap instead of hypertext transfer protocol and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.